Event description:
It was reported that there were telemetry issues. An ins discharge was suspected. The ins may be flipped. Flip was not confirmed at this time. 7 physician mode recharges have been tried and still the device was not working. X-rays were to be taken.

Manufacturer narrative:
(B)(4).